Event description:
ICU pt receiving intravenous therapy. Medications would not infuse through discofix 5 stopcock manifold. Device switched to a new device that would not infuse either. Third device worked properly. Arrangements made to send back to co.